Event description:
Boston scientific crm received information that during a follow up visit, this left ventricular lead displayed increased impedance measurements. A decision was made to further interrogate the lead one month later. During the follow up visit, high out of range impedance measurements were revealed and it was noted there was no capture with stimulation. An x-ray was performed, no dislodgement was revealed. The atrial and right ventricular lead measurements were within normal parameters. The patient was hospitalized due to cardiac decompensation and required intravenous therapy. An internal technical service consultant was contacted. According to available information, this lead remains implanted and in service.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Additional information was received. Further interrogation revealed that pocket manipulation revealed impedance measurements varied in different programmed configurations. It was thought this was due to a lead fracture. A technical service consultant recommended a lead revision procedure be performed.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. A revision procedure was performed. A decision was made to replace the device due to nearing elective replacement indicators (eri). There were no allegations against the device. When the lead was disconnected; threshold testing was performed with the pacing system analyzer in the ring-to-can configuration. Normal impedance measurements were obtained. A decision was made to leave this lead implanted. The lead was reconnected to the replacement device and normal lead measurements were obtained. The lead remains implanted and in service. No adverse patient effects were reported.